Event description:
It was reported that a pericardial effusion was noted on echocardiography. A CT scan did not support a possible lead perforation. A pericardial drain was conducted and the lead remains in use. No further patient complications have been reported as a result of this event. The patient was noted to be part of the (B)(4) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419688 implantable pacing lead, (B)(6) 2012; 5076-52 implantable pacing lead, (B)(6) 2012. (B)(4).